Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A flow rate accuracy test was performed, and there were not issues noted. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused medication in two (2) separate occurrences. The pump did not infuse the correct flow rate. It was observed that at the time when it was expected that the infusion should have been completed, the propofol bottle still contained 25 ml that had not been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.